Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced hyperglycemia with ketone values (no value documented) and was very sick, brainy or foggy and nauseous. The patient was taken to the hospital, where they performed a blood test, x-ray, ultrasound and an electrocardiogram. The patient was treated with fluids. The patient reported the cgm was reading 11.0 mmol/l and the blood glucose reading was 16.0 mmol/l, however, it was not specified when these values were taken. At the time of the report, the patient was still exhibiting the symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.